Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the pacing lead was unable to be placed successfully. The lead was removed and found to have an offset tip with tissue that could not be cleared. The lead was replaced. No patient complications have been reported as a result of this event.